Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and weakness coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient started treatment with cefazolin (dose, frequency and route unknown) for peritonitis. Two days later, the patient was hospitalized for the event. Six days later, the patient was discharged from the hospital. The next day, the patient started treatment with unspecified medication for peritonitis and the treatment was ongoing. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Upon follow up it was clarified that the patient was treated with ancef and vancomycin (dose, rate, and route were unknown) for the peritonitis. The nurse reported that the cause of peritonitis is due to the hp having a ceiling fan running while performing pd therapy. The patient was reported to have recovered from the event. No additional information is available at this time. A batch review was conducted for potentially associated lot numbers h13f25025 and h13k07057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13f25025 and h13k07057. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.